Manufacturer narrative:
Concomitant medical product: d314drm, ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high and varying impedance, noise, oversensing, high-rate non-sustained episodes, ventricular tachycardia (vt) non-sustained events, and was possibly fractured. Detections were turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.